Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media post that the insulin pump goes to threshold suspend when the sensor glucose is fine. It is unknown if the customer will return the unit.

Manufacturer narrative:
Additional information has been received, which was not received with the initial medwatch report. The information has been provided with this report.

Event description:
It was reported via social media that the customer was having issues with threshold suspend. The customer stated the threshold suspend when the blood glucose was under 100mg/dl. The customer stated the device has been alarming threshold suspend at least 30 times and blood glucose was fine. The insulin pump will not accept calibrations, when inputting the blood glucose. The customer's blood glucose was 114mg/dl and insulin pump displays below 40mg/dl. The customer then called back, stated the insulin pump that was a replacement now was alarming motor error. Customer reprogrammed the settings, inserted reservoir and alarmed no delivery. Customer stated she's been having so many issues with insulin pump, such as motor errors, no deliveries, threshold suspend and sensor glucose versus blood glucose. She is unable to trust the sensor now and does not want to continue using the device. Customer declined troubleshooting.